Event description:
The cam on the femur appeared to be jumping the insert's tibial spine. The junction of the femoral stern and femoral component appeared to have loosened. The condyles of the tibial insert have worn. Revision surgery was performed on july 18, 1997, to correct the problem.